Event description:
It was reported that a 35mm endoscopic device was used in a laparoscopic oophorectomy procedure. One day post-op, the patient returned to the o.r. For bleeding. It is unknown where the bleeding was coming from or how it was treated. The present state of the patient is unknown. No return device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: per the surgeon, the site was oozing around where the original clips were place. The surgeon placed more clips to correct the oozing. The patient is currently fine. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.